Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The customer reported through our kit booking specialist an event of breakage of the product involved. The surgeon completed the procedure without any delay using another item available in the theatre. The item was discarded.